Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of vascular tissue injury is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study compared the relationship between obesity and endovascular abdominal aortic aneurysm repair. The intention of this study was to determine the impact of obesity on outcomes of endovascular aneurysm repair procedures. For percutaneous procedures, proglide suture-mediated closure devices was the method used for femoral access site closure. All proglide devices successfully achieved hemostasis; however, one patient that used a closure device required an unspecified intervention for femoral artery repair. Specific patient information is documented as unknown. Details are listed in the attached article, "the impact of obesity on perioperative and postoperative outcomes after elective endovascular abdominal aortic aneurysm repair"

Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: "the impact of obesity on perioperative and postoperative outcomes after elective endovascular abdominal aortic aneurysm repair"